Manufacturer narrative:
Results: bent timing link; scale module.

Event description:
It was reported by service report that the siderail was stuck in the down position. Also, it was reported the scale display did not work. No patient involvement or adverse consequences were reported.